Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered a no image due to a printed circuit board failure, defect link with a defective ap and dr cards in addition, shocks on the rear panel and power supply was deformed, connector deficient, noisy image and lock function out of order. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus, no image on the evis exera iii video system center. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty printed circuit board/patient board set could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the customer: the event occurred prior to an unknown procedure. There was no patient involved.

Manufacturer narrative:
Additional information was received from the customer (b5). A correction was made to the serial number (d4).